Event description:
During remote follow up, post paced t-wave oversensing was observed. Abbot technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient experienced no adverse consequences.

Event description:
Additional information received indicated the device was reprogrammed, however, further episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support provided new reprogramming parameters, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.